Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter completed prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.